Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The asymptomatic patient presented in the clinic with the pulse generator in back-up mode. Several attempts to perform a download failed. The elective replacement indicator (eri) byte indicated that the device had not reached eri. The device was subsequently replaced.